Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, pump max would not turn on when the power button was depressed. After multiple attempts the pump max powered on and the procedure continued.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicated that the pump was not functioning properly. The complaint further indicated that the cause of this failure was most likely user error. Evaluation of the returned device could not confirm the complaint. The pump was tested and found to be functional. The pump was powered on and left running for 30 minutes with no problems found. The cause of this complaint cannot be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.